Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the prograsp forceps stopped providing adequate grasping. It was removed from the robotic arm to check whether the cables were broken. The surgeon chose not to replace the prograsp forceps and finished the procedure with the other forceps that were already being used in the surgery, as this would not cause harm to the completion of the case. The clamp with the broken cable in question was in its 10th use. The procedure was completed with no reported injury.